Event description:
Additional information later received reported that the catheter had a break tear hole. On(B)(6) 2015 it was indicated that the hcp was planning to do a drug/drug concentration change at the hospital.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump and catheter was replaced/revised. The healthcare professional (hcp) "felt around by the catheter and did not think it felt right." The old pump was supposed to have 16cc of morphine in it. The reporter thought the dye study was done a couple of weeks ago and that the patient was not receiving drug. When the pump was replaced it was reduced to the minimum rate mode and later wanted to increase the dose.

Event description:
It was reported a dye study was to be performed; however, the problem that was leading to the dye study was not reported. It was further reported, the patient was having more pain than usual about a month ago and the healthcare provider (hcp) could not aspirate. He would be sending the patient to a surgeon. The pump was being used to deliver morphine. The cause of the difficulty aspirating, further actions taken to resolve the event, and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: a pump/catheter study was done on (B)(6) 2014; the catheter was not in the intrathecal space. The patient has an appointment in late january to have the catheter replaced. The patient outcome was reported as "patient not recovered, symptoms/issue ongoing".

Manufacturer narrative:
Product ID 8711, lot# j10958r60, implanted: 2001 (B)(6); product type catheter product ID 8711, lot# j10958r60, implanted: 2001 (B)(6); product type catheter. (B)(4).